Manufacturer narrative:
Results: the delivery wire was kinked approximately 158.0 cm from the proximal end. Unknown substance was observed inside its delivery sheath. Conclusions: evaluation of the returned psr3d confirmed that the device was unable to be advanced out of its delivery sheath. Further evaluation of the device revealed unknown substance was inside the delivery sheath. This unknown substance likely contributed to the reported device unable to be advanced out of its sheath during the procedure. During functional testing, the returned psr3d was unable to be advanced or retracted from its delivery sheath and the unknown substance was not be able to flush out of the sheath with the solution. The functional test could not be continued. The root cause of these unknown substance could not be determined. Further evaluation of the device also revealed a delivery wire kink. This damage was likely a result of forceful advancement against resistance during the procedure. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d) and microcatheter. During the procedure, the psr3d would not advance out of its sheath and into the hub of the microcatheter. Therefore, the psr3d was removed. The procedure was completed using a non-penumbra stent retriever. There was no report of an adverse effect to the patient.